Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported, that stent dislodgement occurred. The 80% stenosed target lesion was located in the non-tortuous, and moderately to severely calcified proximal left anterior descending (lad) artery. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the stent came off the delivery system. Another guidewire was advanced into the lad next to the stent, and a guidezilla guide-extension catheter was used to attempt to encapsulate and capture the stent, but failed. Subsequently, a balloon catheter was inserted to crush the stent followed by placing another stent. No patient complications were reported.